Event description:
It was reported that the patient with this pacemaker visited the emergency room (ER) due to experiencing undesired pectoral stimulation. The device was interrogated and x-rays were taken, the device was found to be operating in safety mode. The patient was admitted to the intensive care unit. Later, a device replacement procedure was performed. The pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The pacemaker was returned to facility awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker visited the emergency room (ER) due to experiencing undesired pectoral stimulation. The device was interrogated and x-rays were taken, the device was found to be operating in safety mode. The patient was admitted to the intensive care unit. Later, a device replacement procedure was performed. The pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The pacemaker was returned to facility awaiting analysis.